Manufacturer narrative:
(B)(6). The complainant part is expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Part expiration date january 2023. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd event evaluation was conducted. The report indicates that four screws were received with the threaded head broken apart from the shaft. The designs were found to be sufficient for their intended use when used as recommended and the risk analysis adequately addresses the complaint condition. Without additional information regarding the user technique and the conditions at the time of the break, the root cause cannot be definitively determined. Further evaluation shows that this plate is part of the modular clavicle plate system. The plate was received intact with heavy surface scratches. The three 3.5mm locking screws, the one 3.5mm cortex, and one of the five 2.7 locking screws were also received intact with wear to the locking threads and wear to each stardrive. These were reported to be from the 212.1xx, 204.8xx, and 212.1xx part number series and based on the measured lengths were determined to be part numbers 212.104 (x2), 212.105, 202.218, 204.816. The four 2.7mm locking screws that were reported as broken postoperatively were received with each of the threaded heads broken off of the threaded shaft. The threads and each stardrive show wear consistent with use. Due to the wear and the break on each of the four screws the part numbers could not be determined but the measurable dimensions of the returned screws do conform to the reported part series, 202.2xx.thus, the complaint condition of four broken screws is confirmed but cannot be replicated. A review of the current design drawings was performed. No drawing issues or discrepancies were noted and the designs were found to be sufficient for their intended use. Therefore, the complaint condition was determined to not be the result of a design deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2015, due to a non-union and broken screws. Back on (B)(6) 2014, the surgeon performed an open reduction internal fixation (orif) on the patient¿s right clavicle fracture. The fracture was a lateral oblique pattern and was reduced. A five-hole lateral extension locking compression plate (lcp) clavicle plate was implanted. The surgeon scheduled a hardware removal for the patient noting that four (4) of the 2.7 locking screws had broken with a diagnosis of a nonunion. It was reported that the explant surgery went as planned. The intact screws and the plate were easily removed without issue. The four (4) broken 2.7mm locking screws were also removed using a heavy needle driver. The fracture was reduced and a 10-hole variable angle anterior/lateral clavicle plate was implanted. A total of four 2.7 variable angle locking screws were implanted laterally; two 30mm and two 32mm were implanted medially; and three 18 mm-3.5 locking screws and one 22mm cortex screws were implanted. A bone graft from an outside company was also used around the fracture. The surgeon reported a satisfactory outcome, noting that the fracture was well reduced and the new plate was placed. There was no reported surgical delay. This report is 1 of 2 for (B)(4).